Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer reports that the male pt had an issue with a dialysis catheter. The catheter is leaking fluid. On (B)(4) 2012, baxter product surveillance contacted the rn, who stated the catheter was defective. The catheter has been in use since (B)(6) 2011. The home pt has been receiving peritoneal dialysis therapy since (B)(6) 2011; the catheter has the brand name quinton on it. The rn was unaware if the catheter had any damage or residue on the threads, there were no insertion or disconnection difficulties noted. The catheter was stored against the body and tapped. Currently the catheter is still inside the pt. The pt was provided prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.